Event description:
Per the physician, the patient was explanted (B) (6) 2009 due to a decrease in performance along with pain and dizziness. More information was not available at the time this report was filed (B) (6) 2010.

Manufacturer narrative:
(B) (4).

Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.

Manufacturer narrative:
(B) (4).